Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient alleged a blood glucose level of 517 mg/dl accompanied with large ketone bodies and symptoms of dehydration including dizziness and feeling lightheaded. The patient was admitted to the ER, and received IV fluids to treat the dehydration. While in the hospital, the patient reported the high blood glucose level was reduced. The patient reported to cease pump use while at the hospital, but will resume when they return home from the hospital. The patient alleged a replace cartridge alarm at night, which caused the spike in the patient's blood glucose level. A replace battery alarm was also reported. The pump was found to be functioning properly. This complaint is being reported because of use error. The lack of response to the empty cartridge alarm may have contributed to or caused the hyperglycemic event.